Event description:
The pt reported blood glucose results of "5.6 mmol/l and 11.6 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter was replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.